Event description:
The site reported the following: during the use of the intego pet infusion system an error occurred on four or five separate occasions. There were no pt injuries or adverse events. The site receives the fdg vial already loaded in the intego vial shield from their fdg supplier and does not open the vial shield prior to use. In at least one occurrence, a hole was noted at the bottom of the vial. The site also reported using two fdg suppliers iason which provided (2) blue vial shields used in rotation and a backup supplier, iba which provides (1) black vial shield. There have been no vial breakage issues when the black vial shield has been in use.

Manufacturer narrative:
On (B)(4) 2012, we received information that a system service check of the intego pet infusion system confirmed the system was operating within bayer r & I specifications and there is no evidence of equipment malfunction. The disposables were discarded and the site is unable to provide lot numbers; therefore, testing of retain samples is not possible. Additional applications training has been offered to the site and we are awaiting a response from the site. In the event additional information is obtained, a follow-up report will be submitted.